Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. A follow-up found noise in all vectors. The system was programmed off and the patient was admitted to the hospital. The doctor had x-rays done and will review the data before deciding what action to take. The system remains implanted. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced with transvenous system products. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise. A follow-up found noise in all vectors. The system was programmed off and the patient was admitted to the hospital. The doctor had x-rays done and will review the data before deciding what action to take. The system remains implanted. There were no additional adverse patient effects.

Manufacturer narrative:
The lead was returned severed approximately 260 mm from the terminal end. Only the proximal segment was returned. The returned portion of the electrode was thoroughly inspected and analyzed. A visual inspection noted setscrew marks in the correct location on the terminal pin. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits, indicating conductors are intact on the 260mm returned segment. An x-ray was performed, and no issues were noted. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced with transvenous system products. There were no additional adverse patient effects. It was reported that the patient had inappropriate shocks due to oversensing of noise. A follow-up found noise in all vectors. The system was programmed off and the patient was admitted to the hospital. The doctor had x-rays done and will review the data before deciding what action to take. The system remains implanted. There were no additional adverse patient effects.